Event description:
According to the reporter, during a laparoscopic appendectomy procedure, the surgeon was able to press the green button but the stapler was not able to fire. Another handle and reload was used to complete the case. There was no patient injury noted during this event.